Manufacturer narrative:
B5 - 'the lens was exchanged on (B)(6) 2020 and the problem was resolved' updated to: 'the lens was explanted from the od on (B)(6) 2020 and the correct lens was implanted into the os. The problem was resolved.' Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.00/+1.5/073 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The reporter indicated the lens was implanted into the wrong eye, the lens for the left eye (os) was implanted into the right eye (od). The lens will be explanted and to date remains implanted. Cause of the event was due to user error.

Manufacturer narrative:
B5 - the lens was exchanged on (B)(6) 2020 and the problem was resolved. H6 - patient code 2692 updated to patient code 3191 (secondary surgical intervention - lens exchange). H6 - device code 3189 updated to device code 2993. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).